Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, based on available information, a cause for the reported incomplete coaptation appears to be related to pre-existing patient anatomy. The reported visualization difficulty appears to be related to shadowing of the first implanted clip. The reported unexpected medical intervention was a result of case-specific circumstances as an additional clip was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), restricted posterior leaflet, slight anterior leaflet override, enlarged left atrium and mr jet working central to lateral. For a mitraclip procedure. The final mr was grade 2-3. During the procedure, first mitraclip was implanted and minutes after deploying the second clip on anterior and posterior 1 (a1p1) and insertion of third clip, it was determined that a single leaflet device attachment (slda) has occurred for the second clip and clip was no longer attached to the posterior leaflet. Per the physician, slda was due to the pre-existing patient anatomy of thin tethered posterior leaflet in lateral segment of valve. Imaging was difficult. Additional clip was implanted to stabilize the slda. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.